Manufacturer narrative:
During the device evaluation, worn components were found which were identified as probable causes for the reported event.

Event description:
It was reported that during testing conducted at the manufacturer facility, the drill was running without user activation. No medical intervention and no adverse consequences were alleged with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.